Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the batter longevity status bar was gray. Another device was interrogated with the same result. Both devices were not used, and another device was implanted. No patient complications have been reported as a result of this event.